Event description:
A malfunction was reported on the pump by the caller, identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. As a corrective action, tandem technical support arranged for the shipment of a replacement pump with updated software, and the caller was instructed to use a backup insulin pump to ensure continued insulin delivery. After receiving confirmation from the caller, technical support provided guidelines for returning the faulty pump within ten days. The caller was informed about the necessary steps to follow upon receiving the replacement and additional instructions regarding sensor usage.